Event description:
Clinician reported 4 aborted shocks since (B)(6) 2017 with noise on lead. Lead remains implanted.

Manufacturer narrative:
(B)(6) 2017 - this lead was explanted and replaced on (B)(6) 2017 due to noise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.